Event description:
It was reported that the patient scs system was explanted. The date of explant and reason for explant is unknown.

Manufacturer narrative:
Date of event is unknown.

Event description:
Additional information received indicates the device was electively explanted during an unrelated procedure around 2018-2019..

Manufacturer narrative:
Corrected data: based on the new information received (b5), this report no longer meets the reportability criteria.